Event description:
It was reported that the atrial lead impedance fluctuated over the past few months and is now high. Noise was also noted on the atrial electrogram. The lead was explanted and replaced. The right ventricular lead was noted to have insulation damage during the procedure. The lead also had low measured r-waves. The right ventricular lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned. Analysis was conducted and the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead indicated stretching. (B)(4).